Event description:
Caller alleged discrepant inratio2 results compared to the laboratory. Results as follows: date: (B)(6) 2012, inratio: 2.5, laboratory: 4.7. (Venous sample sent to laboratory). Therapeutic range: 2-3. Nurse used micro-safe tube correctly, however, she pricked the pt's finger right before meter was in "apply sample" mode.

Manufacturer narrative:
Pending investigation.